Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It is reported during a bsso (bilateral sagittal split osteotomy) lefort procedure a screw that did not purchase completely into the bone. The surgeon was able to remove the screw and replace with a larger size during the procedure.